Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor errors. The customer¿s blood glucose was 58 mg/dl to 300 mg/dl at the time of incident. Customer reported that they experienced low blood glucose and high blood glucose. The customer reported that the insulin pump had diminished battery life, rejected new batteries, received false or unexplained no delivery alarms. The insulin pump will not be returned for analysis.